Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm proximal of the distal markerband and extending approximately 10mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target area was located in the ventriculoatrial shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 3atm for 10 seconds. The procedure was completed with another of the same device. The balloon was simply pulled out from the patient's body. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older..

Event description:
It was reported that a balloon rupture occurred. The target area was located in the ventriculoatrial shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 3atm for 10 seconds. The procedure was completed with another of the same device. The balloon was simply pulled out from the patient's body. No patient complications were reported and patient's status was stable.